Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, one day post implant, right atrial (ra) lead dislodgement and loss of capture were observed. Subsequently, this patient underwent a revision procedure, and this ra lead was successfully repositioned. No additional adverse patient effects were reported.